Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported they fell on (B)(6) 2016 and since then there was a change in stimulation because ¿stimulation intermittently felt like it was revving up more than usual.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.